Event description:
Tip of torque wrench broke off handle in screw head while tightening screw; x-ray taken, no visible fragment seen, patient's wound was irrigated and incision closed. Per clinical manager, md believes that the piece of screw driver in question was sucked up in the suction.======================manufacturer response for screw driver, cam tightening======================they replaced the screw driver. No other response.